Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va09lyj, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported the patient felt different the week prior to the report as they had a problem going to the bathroom and not emptying their bladder like they should. They used to be able to increase stimulation and feel vibration down their leg and butt cheek, but could not currently. It was also noted the patient had pain in the bladder and spine. The indications for use were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.